Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis which required hospitalization. Per the peritoneal dialysis registered nurse (pdrn), the cause of the peritonitis is attributed to ¿patient error¿ (specifics not provided). The pdrn¿s statement is further evidenced by the identified organism, as klebsiella bacteria are normally found in the human intestines and stool. Additionally, it is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the serious adverse event. Furthermore, to the knowledge of the reviewer, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency.

Event description:
Additional information was received from the patient¿s peritoneal dialysis registered nurse (pdrn) on 18/sep/2019. The document confirms the patient¿s hospitalization for peritonitis on (B)(6) 2019. Peritoneal effluent fluid cultures were obtained on (B)(6) 2019 and returned positive for gram-negative klebsiella oxytoca. Details surrounding the hospitalization were not provided; however, the patient was discharged on (B)(6) 2019 and has recovered from the event. The pdrn reported that the cause of the peritonitis was ¿patient error¿ (specifics not provided), and the patient was given 3 days of retraining and a home visit. Follow-up pd cultures and cell counts revealed steady improvement from (B)(6) 2019 through (B)(6) 2019 (see laboratory results). There was no allegation of a fresenius device(s) or product(s) malfunction or deficiency, and the patient continues to perform continuous cyclic peritoneal dialysis (ccpd) therapy without issue.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler, liberty cycler set and the adverse event of peritonitis. While there is no allegation or objective evidence indicating a liberty cycler or liberty cycler set product deficiency or malfunction caused or contributed to the serious adverse event. The lack of additional information precludes the liberty cycler and liberty cycler set from being disassociated as having a possible causal or contributory role in the event. It is well established that those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that they developed peritonitis while using the liberty select cycler. It was reported that the event required prolonged hospitalization, however, the patient has recovered from the event. Multiple attempts have been made requesting additional information, however to date information has not been provided.